Event description:
It was reported that during a procedure of the unspecified vessel after device preparation the 3.25 x 15 mm xience xpedition stent delivery system (sds) was advanced on the guide wire through the guide catheter when it was noted under fluoroscopy that the stent had dislodged from the balloon. The device was removed from the anatomy without issue. Outside the anatomy the stent implant was found inside the protective sheath. There was no resistance reported during protective sheath removal and device preparation. A second sds was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged stent from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience xpedition stent system, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.